Event description:
It was further reported that the left ventricular lead had a suspected lead fracture. The lead remains in use.

Event description:
It was reported that the thresholds increased in the right and left ventricular leads. The leads remain in use. The patient was enrolled in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 6944-65 implantable tachy lead (B)(6) 2009; 5076-52 implantable pacing lead (B)(6) 2009. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the lv (left ventricular) pacing lead was variable since implant. Impedance values varied from 616 ohms to 1088 ohms.